Manufacturer narrative:
Findings: pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. Unit had intermittent button response due to keypad connector on lcd board unlocked. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 181 mg/dl at the time of the call. The customer stated that they received a failed batter y test twice and was not able to rewind the insulin pump. The customer stated that the buttons do not respond. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.